Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy (lsh) procedure, the thunderbeat handpiece was said to have failed after multiple errors and alarms. The teflon pad was said to have been separated from the interior jaw. The intended procedure was completed with a different handpiece. Olympus followed-up with the user facility to obtain add'l info. The user facility reported that the procedure went fine, and there was no pt harm reported. There was no further detail provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The teflon was slightly melted and lifted from the center of the grasping section. The jaw and probe fit were fine. There were abrasions marks noted on the probe which indicate that the probe and the electrode of the grasping section were in direct contact - jaw closed without any tissue in between while the output was activated.